Event description:
The customer contacted baxter's technical service center to report a transfer set leak while performing peritoneal dialysis (pd) therapy on the homechoice (hc) during dwell. Product surveillance contacted the home patient (hp) regarding the reported incident. The hp stated there was a cut in the tubing of the transfer set. The hp stated the nurse told her, it was probably due to the tubing bending over time. The transfer set was in place for six months. The sample was discarded. The hp was given antibiotics as a prophylactic measure. No additional information provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be submitted if additional information becomes available.